Event description:
The patient had a pelvic mesh product implanted approximately (B)(6) 2008. It was reported that the patient "has suffered/will continue to suffer pain, suffering, disability, impairment," as a result of the mesh product implantation.

Manufacturer narrative:
It is unknown if this implant is an ams pelvic mesh product or another manufacturer. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.